Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID adsr01, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that during device interrogation there was a high ventricular lead threshold warning. Thresholds had been trending high for the last couple of months. Impedance has been stable (today is 520 ohms). R-waves were at 8-11.2mv but now are half the size at 4-5.6mv. Patient has a paced rhythm most of the time but has an underlying rhythm in the 30's. In office testing revealed a threshold of 1.5v @ .4ms which is normal for the patient. Noise was not observed. Technical services recommended doing a capture management test in the office and comparing it to a manual test. Technical services discussed that epicardial leads were not designed for capture management and can give false high thresholds. Echocardiography is being performed and the caller will test capture management afterward. Technical services also discussed possible scar tissue build up. No patient complications have been reported as a result of this event. All information suggests the lead remains in use.